Event description:
It was reported that the pace-per-minute numbers for the external pulse generator did not match on the readout, they were off by 20 beats per minute. The generator was returned for service. Follow-up concluded that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis could not confirm the reported event. Device passed all incoming tests and bench tests. Lower case is broken.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.